Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of an implantable pulse generator (ipg) system the right ventricular (rv) lead exhibited an increase in threshold and pacing failure. The rv lead was reprogrammed. However, approximately two days later during a device check an increase in threshold was observed again. It was also reported that the right atrial (ra) lead exhibited undersensing. The rv and ra leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.